Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulation was really intense only in the lower half of their body today so they called a manufacturer's representative and they suggested decreasing the stimulation. The patient decreased the stimulation and then went to sleep. When they woke up they only felt stimulation in their left leg. They called the representative again and they suggested decreasing the stimulation and the patient did. They were getting relief yesterday and reported they felt stimulation in both legs earlier that morning. The patient reported the stimulation was cranked up to 5 and then they decreased it to 3. The patient's back was really sore, hurt really bad, and was uncomfortable where the "needles" were implanted in their spine and where the ins was implanted. They confirmed the pain/discomfort was from the implant surgery. Troubleshooting occurred to try and resolve the stimulation issues but the issues were not resolved. They increased the stimulation to 1.9 volts and reported feeling stimulation pretty strong below their left buttocks and in their left thigh only. When they switched to another group they did not feel stimulation in their right leg at all and felt stimulation in their calf muscle. The patient was advised to follow up with their healthcare provider to address the issue of the stimulation being in the wrong location. No further complications reported.